Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged pneumonia,dry mouth and sore throat. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged to have pneumonia,dry mouth and sore throat. Patient alleged was hospitalized twice in a year. Section and impact code are updated in section in this report.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-03477-2), section h6 was incorrectly captured, it has been corrected in this report to reflect the correct information. Section e1, email address was corrected to reflect the correct informtion.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused pneumonia, dry mouth and sore throat. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the evidence of water ingress on the blower and blower box enclosure. Pil is unable to address the symptoms described. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. The device's downloaded logs were reviewed by the manufacturer and found 2 errors logged. The manufacturer concludes dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the evidence of water ingress on the blower and blower box enclosure, pil can confirm the presence of contamination in the airpath.